Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported at 6:30 pm his daughter activated a new pod and her blood glucose was reading at 380 mg/dl. At 1:00 am, her bg reached greater than 400 mg/dl so he decided to deactivate the pod. Upon inspection, he noticed the cannula was a little bent.